Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece failed specs due to getting hot. Handpiece got hot and started smoking and then locked up around 30 seconds of running. Both bearings on turbine where destroyed and debris was built up in head. Handpiece needs head drive replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.